Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm permanent cautery hook instrument and completed the device evaluation. The instrument was analyzed and was found to have a broken monopolar yaw pulley at the distal clevis. Broken yaw pulley pin that holds the distal clevis is missing because of breakage. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley.

Event description:
It was reported that during central processing, the 8mm permanent cautery hook instrument has a pin at the distal tip that holds the hook of the permanent cautery hook (pch) instrument, was missing. Isi followed up with the initial reporter and obtained the following additional information: there were no issues noted with the instrument during the procedure on (B)(6) 2024. There was no fragment that fell into the patient and no post-operative tests to check for remaining fragments. The procedure was completed robotically with no injury to the patient. The reporter stated that the patient has not returned to the hospital due to retaining a foreign object. The reporter also provided patient demographics. A. Age and unit (years/months/days): 39 b. Date of birth: (B)(6) 1984 c. Gender: f d. Weight and unit (lbs/kgs): 154lbs e. Body mass index (bmi): 29.29 f. Height and unit (cm/inches): 5'1" g. Ethnicity: not hispanic or latino h. Race: white

Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue.